Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro leaked. The following information was provided by the initial reporter: needles are leaking.